Manufacturer narrative:
Skin infections such as abscess, may manifest as swelling, redness and tenderness and appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of products.

Event description:
On (B)(6) 2025, a patient from united kingdom notified teoxane geneva of an adverse event. The later was injected on (B)(6) 2025 with - 1 ml of puresense ultra deep in the lateral cheek (0,5 ml per side) using the fanning technique and a cannula from the temporal hairline (entry point) to the cheek, jaw and temple ((B)(6)) - 1 ml of rha 3 in the midface (0,5 ml per side) (current complaint). - 2 ml of a poly-nucleotide treatment (ami eyes pn) in under each eye area (1 ml per side) using a cannula. According to the information received, the patient experienced 6 days after the injection, on (B)(6) 2025 a significant swelling, tenderness and pain at the injection site. On (B)(6) 2025, she presented a purulent discharge reported as deep abscess at the injection site, requiring emergency hospital care, incision and drainage, and several hyaluronidase treatments as decribed below: - (B)(6) 2025: first drainage of abscess - (B)(6) 2025: ultrasound confirmed a deep abscess overlying the zygomatic bone - (B)(6) 2025: second drainage performed - (B)(6) 2025: first hyaluronidase treatment - (B)(6) 2025: emergency room following a second purulent discharge, redness and swelling - (B)(6) 2025: third drainage + second hyaluronidase injection under ultrasound the patient also received different courses of antibiotics started on (B)(6) 2025: clarithromycin, metronidazol, coamoxiclac and flucloxallin. And on (B)(6) 2025, she was prescribed corticoids treatment (prednisolone for 7 days). Regarding the severity of the symptoms and the incision and drainage procedures, this case was assessed as reportable. However, based on the localization of the abscess as per patient's pictures and ultrasound report, polynucleotide involvement, which was first assessed as co-suspect, was reassessed as concomitant treatment. It has to be noted that all symptoms and procedures were reported by the patient only and not medicaly confirmed. At the time of this report, no additional information was obtained but evolution of symptoms is being monitored.

Manufacturer narrative:
Skin infections such as abscess, may manifest as erythema, swelling and tenderness and appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teoxane products.

Event description:
On (B)(6) 2025, a patient from united kingdom notified teoxane geneva of an adverse event. The patient was injected on (B)(6) 2025 with: - 1 ml of puresense ultra deep in the lateral cheek (0,5 ml per side) using the fanning technique and a cannula from the temporal hairline (entry point) to the cheek, jaw and temple (rc/2505084). - 1 ml of rha 3 in the midface (0,5 ml per side) (current complaint). - 2 ml of a poly-nucleotide treatment (ami eyes pn) in under each eye area (1 ml per side) using a cannula. According to the information received, the patient experienced 6 days after the injection (on (B)(6) 2025), a significant swelling, tenderness and pain at the injection site. On (B)(6) 2025, she presented a purulent discharge reported as deep abscess at the injection site, requiring emergency hospital care, incision and drainage, and several hyaluronidase treatments as described below: - (B)(6) 2025: first drainage of abscess. - (B)(6) 2025: ultrasound confirmed a deep abscess overlying the zygomatic bone. - (B)(6) 2025: second drainage performed. - (B)(6) 2025: first hyaluronidase treatment. - (B)(6) 2025: emergency room following a second purulent discharge, redness and swelling. - (B)(6) 2025: third drainage + second hyaluronidase injection under ultrasound. The patient also received different courses of antibiotics started on (B)(6) 2025: clarithromycin, metronidazol, coamoxiclac and flucloxallin. And on (B)(6) 2025, she was prescribed corticoids treatment (prednisolone for 7 days). Regarding the severity of the symptoms and the incisions of drainage procedures, this case was assessed as reportable. However, based on the localization of the abscess according to the patient's pictures and ultrasound report, polynucleotide involvement which was first assessed as co-suspect and was reassessed as concomitant treatment. It has to be noted that all symptoms and procedures were reported by the patient only and not medically confirmed. Despite several reminders, no further information could be retrieved. The complaint was considered closed.